Event description:
During a laparoscopic cholecystectomy, it was reported the white rubber gasket on flapper valve fell off into the pt. It was retrieved from the pt. There was no consequence to the pt.